Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display assembly was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call.

Event description:
The hospital reported that, during a case, the unit went into a system reset. The clinician reportedly cycled power, resolving the reported complaint. There was no reported patient injury.